Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the mntr oc plate medium showed slight witness marks which are evidence of usage. The visual inspection also revealed that the plate was broken. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for mntr oc plate medium becoming broken cannot be positively determined. However, noted damage suggests that the plate was likely subjected to unanticipated torsional forces during the use, resulting in the breaking of the plate. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Oc plates broke while bending. Oc plate rod capture was splayed and could not lock a set screw. Additional information received from rep: the first plate had the issue with the splaying of the right rod capture (tulip head). The 2nd and 3rd plates were then broken when trying to contour because we had to remove the first plate. Surgeon completed the case, the event probably delayed the case about 30 minutes. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.